Manufacturer narrative:
The device was not returned for analysis. An event of valve under expansion was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported valve under expansion could be due to procedural complications (valve position) and/or patient condition (heavy calcification). However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6) (r964074701). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were 267s, and heparin was given. A pre-implant balloon valvuloplasty was done with a 22mm non- abbott balloon. The final implant depth at non-coronary cusp (ncc) was 4.1mm and left coronary cusp (lcc) was 5.1mm. A post-implant balloon valvuloplasty was done with a 22mm non-abbott balloon due to under expansion. A 30 day follow up transesophageal echocardiogram (tee), sowed mild perivalvar leak.